Manufacturer narrative:
Concomitant medical devices: 694758, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection and vegetation on the right ventricular (rv) lead. Antibiotics were administered and the implantable cardioverter defibrillator (ICD) system was explanted and replaced by a leadless pacemaker . No further patient complications have been reported as a result of this event.